Manufacturer narrative:
No device was returned for evaluation, therefore only a device history review was performed. Device history records for part number 00588604610, lot number 62687399 were reviewed for the tm monoblock component and no deviations or anomalies were found. Tm monoblock component is the only tmt design control part. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays were not provided. Attempts were made through diligent logs of (B)(4) but, no compatibility issues are noted. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
Investigation in progress- the report was originally submitted under incorrect part number through report number 0001822565-2017-02990. Remains implanted.

Event description:
It was reported that patient underwent initial knee procedure 2 years ago and has had constant pain and instability since then: tm monoblock tibial component is the only tmt design control part.